Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an over voltage protection (ovp) circuit failed error message (1118- 5 v supply failed /1127-check vent: ovp circuit failed/111b-check vent: 35 v supply failed/111d-check vent: motor controller printed circuit board assembly analog to digital converter failed/1117-3.3 v supply failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed an over voltage protection (ovp) circuit failed error message (1118/1127/111b/111d/1117). Per the pneumatic screen, the following voltages all read zero - 3.3, 2.5, 35. The rse noted that the blower was running and was producing the desired set flow; the blower amps and volts, and rpm (revolutions per minute) were displaying as expected. The rse then noted that the ventilator information screen was not displaying the blower (motor) controller and the blower correctly. The customer reported that the power management (pm) board was replaced, but the issue was not resolved. The rse recommended replacing the motor control board and provided the customer with the part number for replacement. Additional details were provided, and the customer reported that the motor control board was replaced, and the issue was resolved. The customer reported that the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.